Event description:
The event is reported as: complaint alleges that the comfortflo circuit connection between the 45 degree connector on the humidifier column outlet and the plastic circuit tubing became separated. Complaint indicates that alleged incident occurred during use on a pt. No reported pt injury.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.